Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that balloon deflation and removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). Using a 5fr sheath contralateral access was obtained from the right groin to the left sfa. Predilation was performed using a 4mm x 40mm mustang balloon catheter in a particularly stenosed regions, a 300cm v18 wire was exchanged to allow for use of the ranger balloon. The ranger balloon was prepared and inflated at the distal sfa using a nonbsc inflation device to nominal pressure and gradually increasing to rated pressure. Inflation was maintained for about one minute. The ranger balloon was deflated with no incident. The ranger balloon was then moved to mid sfa and inflated to rated burst pressure. However, during balloon deflation it was noticed that the deflation was slower than expected, it took more than 30 seconds for the balloon to completely deflate the ranger balloon was moved up to proximal sfa /common femoral artery (cfa) and inflated to rated pressure. After one minute of inflation time, it was found that the ranger balloon could not be deflated. The following methods were attempted to deflate the balloon. The physician checked to see if shaft was kinked at aortic junction, it was not. Aspiration of a contrast/saline mixture within ranger balloon was then attempted without success. Dilution of contrast within the balloon by adding heparinized saline into balloon and pulling negative caused very slow deflation. Half of the contrast/saline mixture still could not be removed from balloon. While pulling negative, physician tried to pull the ranger balloon into sheath to remove it together with the sheath but this was unsuccessful (half the ranger balloon was still inflated and could not be pulled into the sheath). The physician instructed nurse to connect a wall suction unit to the balloon inflation port for increased negative pressure, this helped increase the deflation time. However, it was still very slow. Again an inflation device was used for negative pullback(-30mmhg).this caused a rip in the balloon shaft of the ranger which the physician used a transparent dressing to cover the rip. Finally, the balloon was deflated enough to be half inserted into the sheath and pulled out together with the sheath. Physician checked the fluoroscopy run and determined that the sfa and runoffs were unaffected. No dissection occurred where balloon did not deflate. The procedure was continued and patient remained stable. They continued with a fistuloplasty on the same patient and another ranger balloon was used in the right arm with no incident. No further complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that balloon deflation and removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). Using a 5fr sheath contralateral access was obtained from the right groin to the left sfa. Predilation was performed using a 4mm x 40mm mustang balloon catheter in a particularly stenosed regions, a 300cm v18 wire was exchanged to allow for use of the ranger balloon. The ranger balloon was prepared and inflated at the distal sfa using a nonbsc inflation device to nominal pressure and gradually increasing to rated pressure. Inflation was maintained for about one minute. The ranger balloon was deflated with no incident. The ranger balloon was then moved to mid sfa and inflated to rated burst pressure. However, during balloon deflation it was noticed that the deflation was slower than expected, it took more than 30 seconds for the balloon to completely deflate the ranger balloon was moved up to proximal sfa /common femoral artery (cfa) and inflated to rated pressure. After one minute of inflation time, it was found that the ranger balloon could not be deflated. The following methods were attempted to deflate the balloon. The physician checked to see if shaft was kinked at aortic junction, it was not. Aspiration of a contrast/saline mixture within ranger balloon was then attempted without success. Dilution of contrast within the balloon by adding heparinized saline into balloon and pulling negative caused very slow deflation. Half of the contrast/saline mixture still could not be removed from balloon. While pulling negative, physician tried to pull the ranger balloon into sheath to remove it together with the sheath but this was unsuccessful (half the ranger balloon was still inflated and could not be pulled into the sheath). The physician instructed nurse to connect a wall suction unit to the balloon inflation port for increased negative pressure, this helped increase the deflation time. However, it was still very slow. Again an inflation device was used for negative pullback(-30mmhg).this caused a rip in the balloon shaft of the ranger which the physician used a transparent dressing to cover the rip. Finally, the balloon was deflated enough to be half inserted into the sheath and pulled out together with the sheath. Physician checked the fluoroscopy run and determined that the sfa and runoffs were unaffected. No dissection occurred where balloon did not deflate. The procedure was continued and patient remained stable. They continued with a fistuloplasty on the same patient and another ranger balloon was used in the right arm with no incident. No further complications were reported and the patients status is stable. Device evaluated by manufacturer: the returned product consisted of a ranger (dcb) catheter. The device was returned bloody, and there was a tegaderm patch adhered to the shaft of the device (located 67-70.5 cm from strain relief). The balloon was loosely folded and then entire device was bloody and there was fluid in the balloon and inflation lumen with blood in the inflation lumen.the tip, balloon and inner/outer shafts were microscopically and visually inspected. Inspection revealed balloon damage (bunching at the distal balloon edge), the inner shaft was completely separated 15.5 cm from the tip, and numerous areas of outer shaft damage (stretched/focally necked/kinked/twisted) and there was a perforation in the outer shaft located 69 cm from the tip (area that customer covered up with the tegaderm patch). Functional testing was attempted by attaching a lab supplied inflation device to the hub of the returned ranger device. Positive pressure was applied, but the balloon could not be inflated to rated burst pressure (14 atms), and water was found leaking from the shaft perforation. Because the balloon could not be inflated, deflation could not be tested/confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the inner and outer shaft of the device is consistent with damaged caused by extensive tensile force being applied to the device during use.